Event description:
Pt had tracheostomy in place and had received a recall notice. Tracheostomy change scheduled. Prior to scheduled change, cannula crack occurred and pt required emergency tracheostomy change. Whent to ER, admitted to hosptial. Tracheostomy changed.